Event description:
The customer reported via phone call that the sensor adhesive was not sticking properly. The customer stated that two infusion sets were wasted due to not sticking. Blood glucose level at the time of the incident was 319 mg/dl. Blood glucose level at the time of the call was 400 mg/dl. Troubleshooting could not be completed as the customer did not have a tubing clamp. The customer was sent a tubing clamp and will not return any product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.